Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was inaccurate. Reportedly, the date became inaccurate due to the date being previously adjusted for traveling. Tandem technical support guided the customer through adjusting the pump date. Contact was unsure if customer's blood glucose levels had been impacted.